Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 14.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that oversensing and decreased sensing were observed. A capacitor charge was initiated but therapy was not delivered. The lead was capped and replaced and a portion returned for analysis. Based on the review of the fluoro views provided to st. Jude medical, the conductors appear to be externalized. The patients medical condition after the event was good.